Event description:
Pt underwent bronchial thermoplasty (bt) procedure on (B)(6) 2010. Her pre-procedure post-bronchodilator (bd) fev1 was approx 35% predicted. The procedure was uneventful. Her post-procedure was at 30% predicted. Following a recovery period, the pt was discharged. The pt was contacted by the treating physician's office on post-procedure day 1 ((B)(6) 2010) and day 2 ((B)(6) 2010) to check her status. During the call on day 2, the pt reported increased wheeze and was asked to return to the physician's office for eval. Pt's fev1 was around 18% predicted at that time. The physician decided to keep the pt in the hospital. The pt rec'd a more intensive therapy in the hospital for her respiratory exacerbation. Nebulized bronchodilators and budesonide were used in addition to the pt's standard therapy. According to the physician, the pt does not tolerate systemic steroids well and, hence, the use of nebulized budesonide was the treatment of choice. Her asthma symptoms improved and she was discharged on (B)(6) 2011. At this time her fev1 values had normalized to her baseline values.